Event description:
On (B)(6) 2019 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. The spill was identified by the user following a failed preparation. There is no known adverse patient effect related to this drug spill within the device, however, there is a concern regarding user exposure during clean-up of the spill. There is also a potential of cross-contamination if the spill was not immediately identified and cleaned and internal components of the device transferred spilled drug to other preparations.